Event description:
Hamilton medical ag received the following description: unable to calibrate flow sensor in pre op checks or test mode. Unit also showing technical faults 5510 and 5511.

Manufacturer narrative:
Sensor board sn:(B)(6) was found defective and replaced.

Event description:
Hamilton medical ag received the following description: unable to calibrate flow sensor in pre-op checks or test mode. Unit also showing technical faults 5510 and 5511.

Manufacturer narrative:
Sensor board sn: (B)(6) was found defective and replaced. Additional information added in follow-up #1 cer (B)(4). The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective sensor board. After replacing the sensor board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the sensor board could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.